Manufacturer narrative:
The philips field service engineer (fse) was onsite to test the mp5 and the piic: with the customer we found that the monitor alarms reviews and the patient alarms on piic. We printed the reviews. The printed reviews were analyzed and it was determined that the mp5 and the piic were functioning as normal. We have been testing the alarms between mp5 and piic. We had no problems, the monitor alarm sounds and the alarms are stored on the piic. The mp5 and piic which were in use during the reported incident were tested and found by the fse to work as normal and specified. The alarm logs clearly show that the mp5 and piic did alarm, before, during and after the alleged incident time. No product malfunction occurred. The mp5 and piic which were in use during the reported incident were tested and found by the fse to work as normal and specified. The alarm logs clearly show that the mp5 and piic did alarm, before, during and after the alleged incident time. No product malfunction occurred. The device remains at the customer site the mp5 and piic which were in use during the reported incident were tested and found by the fse to work as normal and specified. The alarm logs clearly show that the mp5 and piic did alarm, before, during and after the alleged incident time. No product malfunction occurred.

Event description:
The customer reported the mp5 & central station did not sound on red alarms. This is being reported as a patient death. The patient condition before the incident was unstable. The patient was in ventricular fibrillation for 10 minutes, then bradycardia and asystole. No further information is available.